Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed the report of cosmetic damage. In addition, the evaluation of the submitted system controller log file identified variations in power; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file captured pump power appearing to fluctuate between 5.4 and 11.3 w and estimated flow appearing to fluctuate between 2.7 and 10.8 lpm. Despite these parameter changes, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The data did not reveal any evidence of an issue with the driveline. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 17¿. The clamshell repair applied on (B)(6) 2016was observed on the metal connector. The outer layers of the driveline were severed approximately 12¿ from the metal connector, and rescue tape was observed from the clamshell repair through 12¿ from the metal connector. Upon removal of the observed rescue tape, several outer silicone jacket tears were observed approximately 1¿ through 12¿ from the metal connector. The underlying bionate did not reveal any areas of damage. Metal braided shield breakdown was observed along the length of the driveline segment, which is consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any damage that would have contributed to a functional issue. The account communicated that the patient was not symptomatic. The patient remains ongoing on vad-56438 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 5 years, 22 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient called clinic to report driveline damage right above clamshell. The driveline was taped multiple times and had the clamshell present. Patient denied having alarms and vad parameters were stable. Patient attempted to reinforce with electrical tape. On (B)(6) 2019, manufacturer's technical service representatives performed an onsite for cosmetic external percutaneous lead replacement. The percutaneous lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No log files will be provided. Patient was not symptomatic.